Manufacturer narrative:
Additional information: a corporate representative from the account contacted technical support on (B)(6) 2017 reporting several issues of loose epithelium following flap creation. Applications support manager (asm) visited the site on 8/18/2017 and observed 24 eyes with no epithelial issues. Discussed flap lift technique with surgeon. Gelled the system and made changes to bed energy and side cut energy to make flap lift easier. Surgeon was pleased with these settings. Technician was applying 3-6 drops of proparacaine in each eye prior to the procedure and agrees to change and use one-two drops per eye instead. Per surgeon¿s info epithelial issues are not consistent and occur on young patients and older. Some have corneal dystrophy that would explain the problem but some have no pre-existing conditions. He does not feel the issue is caused by the intralase but feels having an easier flap lift would decrease any epithelial disruption.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with loose epithelium on both eyes (ou) on the same day of laser treatment. The surgery center noted loose epithelium centrally on both eyes and it was likely due to subclinical anterior basement membrane dystrophy (abmd).bandage contact lens (bcl) was placed on both eyes. The patient was seen the following day and was still present. The surgery center had the patient continue the wear of the bandage contact lens. The patient returned on a 6 day post op exam and the loose epithelium had not resolved. The patient was treated with muro ointment and to continue the ointment. The surgery center confirmed the muro is outside of the routine post op regimen. Pre-op bcva from (B)(6) 2017: right eye (od) pre-op 20/20 -6.25 x -1.50 x 32; left eye (os) pre-op 20/20 -7.00 x -.75 x 2.